Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was noted that prior to surgery they had a comfortable pattern with voiding and cathing so their body was never in distress, and they had excellent results with their trial in late september. It was reported that since implant, the device had not helped them for their urinary retention; it had in fact worsened, and they hadn¿t been able to urinate. The patient woke up in the middle of the night and had ¿extreme retention.¿ in the morning, the patient realized that they weren¿t ¿releasing.¿ troubleshooting of walking through adjusting and increasing was done, and it was noted that stim was on, at 0.6v on program 1. The following day the patient reported that when they were troubleshooting the day before it initially showed that their ins was set at 0.2, and they increased to 1.1 and were ¿out of their mind and body with stimulation.¿ it was noted that they are sensitive to the stimulation. The patient¿s manufacturer representative told the patient that they ¿tested at 0.6¿ in the surgery, and another rep told the patient to wait to see how 1.1 did. However, by 2 am the patient was in extreme pain, all their senses were overstimulated, and they were constipated as well. The patient then adjusted stim from 1.1 to 0.8 and in the morning they felt less stimulated, and were able to have a small bowel movement, but their ¿cath level was high.¿ it was recommended that they monitor their symptoms and follow up with their healthcare provider if the symptoms did not resolve. Additional information was received from a consumer indicating that their device was not set at the hospital, they turned it off and didn¿t reset it before they left the hospital. The patient stated their body went through some extreme retention and they were still having pain and discomfort. Additional information was received from a consumer. It was again reported that the surgical decision was that 0.6 on program 3 was perfect for them, but it was not on when they left the or, so it caused them to go into severe retention. It was noted that ¿they guessed¿ and for about a week after implant they were way high and it ¿messed up the nerves like crazy.¿ it was stated that it took the full 6 weeks from implant before the follow-up and the last few days prior to the 6 weeks mark it was finally starting to work. However, around 6 weeks post-implant the patient had a ¿body trauma¿ and had to turn the stimulation off for a week, and the manufacturer representative had to reprogram the implant. It was stated that the patient had tried 4 different settings and they would cause severe retention and a bladder infection. The patient thought that maybe the nerves were inflamed and needed to calm down; it had been such a balance and they hadn¿t had relief for more than a week at a time. It was mentioned that ¿at the end of october it was working,¿ but this seems to be conflicting information. It was stated that it was perfect as of the day before, then it was suddenly different. It was reported that they stopped feeling stimulation on the night of (B)(6) 2020, and the following day they had retention of the bowel and bladder. Through the night, there was no sensation and no bowel movement. The first catheter in the morning was double, and even higher the next time. It was clarified that there was no trauma, it was still running, and the settings stayed the same on program 3 at level 0.5. The patient increased to 0.6 and stated that they would try this level and see how it goes. No further patient complications are anticipated or expected as a result of this event.